Manufacturer narrative:
Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that after a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer reported mega suture cut cable snapped. It was unknown if the procedure was completed or if there was reported injury.

Manufacturer narrative:
Correction: there was no report of a fragment falling inside the patient. Failure analysis confirmed a broken grip cable at the proximal clevis hole. In general, a partial or full cable breakage occurs when the tensile load exceeds the ultimate strength of the material. Cable failure can also be caused by external collisions or other sources of damage during use or during reprocessing. A broken cable instrument will be immediately detected by a surgeon because one of the jaws stops moving and typically the end of the broken cable is visible.

Event description:
Refer to h10/h11 for follow-up information.